Manufacturer narrative:
B3 - date of event: date updated.

Event description:
It was reported that balloon rupture occurred. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. During procedure the balloon burst during inflation without reaching the burst rated pressure. The procedure was completed. There were no patient complications as a result of this event. It was further reported that the patient was treated for a peripheral arterial disease at the superficial femoral artery (sfa) for the sterling balloon and tibial artery for the coyote. The target lesion was approximately above 90% stenosis, not tortuous, and moderately to severely calcified. The balloon ruptured at the first inflation while taking the it up at below burst pressure.

Event description:
It was reported that balloon rupture occurred. A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. During procedure the balloon burst during inflation without reaching the burst rated pressure. The procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 08/01/2025 as the exact event date was not reported.